Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not available for return.

Event description:
Caller reported her accu-chek spirit combo insulin pump has a defective button. No adverse event reported. Device not available for return.